Event description:
The customer reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.